Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Patient will be evaluated by the doctor for a paddle replacement. The patient's weight is unknown. The device is not available, currently still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient's implant quit working. Caller stated this happened the first time about 5 weeks ago, and they were able to meet with the rep (B)(6) who went in and moved the settings around and said if it happened again then they would do surgery to remove it and put a new one in. Caller stated that about 2 weeks later, it happened again and the patient experienced a shock that brought them to their knees, and the device hasn't worked since. Caller stated the patient had been trying to get ahold of (B)(6) again but is not getting a response. Caller stated the patient has given up on trying to get in touch with anyone which has caused the caller to become concerned for the patient's mental health. Caller stated the patient is disabled and has severe ptsd, and caller doesn't want the patient to go back to taking pain pills if they can't get any relief from the implant. Caller added that (B)(6) wanted to send the patient to a different doctor at (B)(6) instead of dr. (B)(6). Agent sent message to the field requesting further assistance on caller's behalf. Redirected caller: other (document in note).